Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1k523b. This morining, the pt opened the first bottle of test strips from the box and, with the first test strip out of the bottle, obtained a blood glucose reading of 39 mg/dl. Because this reading was low, the pt immediately performed a blood glucose test using a second (lot unk) test strip and obtained a blood glucose result of 221 mg/dl. The pt does not have normal control solution. With the rep., the pt obtained a check strip test result of 85 versus a check strip range of 73-98. Also with the rep, the pt obtained a blood glucose reading of 41 mg/dl using the first test strip. The pt's meter was set to the appropriate code when all tests were performed. The desiccant is in the first strips bottle from the box. The pt has not opened the second bottle of test strips from the same box. The pt stores the test strips in the kitchen.